Manufacturer narrative:
B5: further information indicated that the clamp failure (white roller clamp failing to stop or control flow) lead to medication leaking out. D4: lot: the customer did not indicate the alleged lot; however, baxter received a sample from lot sr24j07007. H11: a device was received for evaluation. The returned sample was primed with an unknown solution and connected with another unknown set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed on the returned sample and no leak was observed; the clamps were operational. The reported condition was not verified. A batch review was conducted on the returned lot and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set leaked medication out of the tubing. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.